Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to the device no longer working. During the explant, the physician found that the cylinders outer layer of silicone was ripped and was scarred into the tissue. The reservoir was left in the patient, but new tactra cylinders were implanted. There were no additional patient complications reported.